Event description:
The event is reported as: it is reported that during incoming inspection, by the distributor, there was an improper sealing to the package.

Manufacturer narrative:
The failure mode "improper package sealing" was confirmed with the picture attached. No other defects were observed. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube cf, 7.4, lot #01l1300132 was manufactured on 11/13/2013. The DHR investigation did not show issues related to complaint. The failure mode "improper package sealing" could be confirmed with picture attached. It is necessary to received the physical sample to perform a proper investigation, determine root cause, and implement corrective actions. If the defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.